Event description:
It was reported that the pt never had therapeutic effect following a new pump and catheter implant. The pt's status was reported to be "good"; the pt was at home. No alarms have been noted. It was unk if the hcp has checked for volume discrepancies. The pt was concerned that the pump was not working properly as she has not had relief of pain. The pt had an MRI in 2008. Two days later, the hcp manually restarted the pump. The pt was also concerned that the pump did not restart by itself after the MRI and that it did not alarm. Subsequently the hcp turned the pump off as it contained prialt and caused the pt pain and "go crazy." The pump has not alarmed since it was turned off. The hcp planned to remove the prialt and fill with another drug in the near future.